Manufacturer narrative:
Customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label (used). Customer reported rear cannula end is broken. The returned pen needle was examined and it exhibited a broken non patient end of the cannula, thus confirming the alleged defect. Unable to perform complaint lot history check due to unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that unspecified bd¿ pen needle broke at the rear end of the cannula. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle broke at the rear end of the cannula. No serious injury or medical intervention was reported.